Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: the complaint device are not available to return for investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a femur fracture procedure using retrograde femoral nail. During the procedure, an incorrect protection sleeve was used and the screws missed the nail leaving a small hole in the nail. The screws were removed. The surgeon inserted the correct protection sleeve, drilled and inserted screws. There was a five (5) minute surgical delay. The procedure outcome is unknown. There was no patient harm. This complaint involves four (4) devices. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 40mm f/im nail-ster. This is report 3 of 3 for (B)(4).